Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the case of the reservoir compartment was coming out for the reservoir ring. The customer's blood glucose was 218 mg/dl. The customer reported that the due to damage reservoir lip was not able to lock in place and the top of reservoir compartment, where the insulin pump attaches was compromised. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly.